Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 6783934, and no non-conformances related to the reported complaint were identified. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. According with the information provided, the patient experienced multiple symptoms of generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Reason for device explant and/or reoperation: capsular contracture and generalized illness. Manufacturer reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade iii. The capsular contracture diagnosis was confirmed by physician upon examination. The patient also reported several other postoperative symptoms, which include: fatigue, brain fog, hair loss, cold hands, dry skin, dry eyes, and ache. As a result, the patient underwent bilateral explantation on (B)(6) 2019.